Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient encountered infusion set occlusion at site event on (B)(6) 2024. Infusion set has been used for more than 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.